Manufacturer narrative:
The investigation determined that higher than expected vitros amon results were obtained from a vitros control and non-vitros controls using vitros amon reagent on a vitros 350 chemistry system. The most likely assignable cause for the higher than expected vitros amon results is an instrument event related to micro slide incubator contamination. Results of pre-maintenance within-run precision tests were unacceptable compared to ortho guidelines, indicating the vitros 350 chemistry system was not performing as intended when processing vitros amon slides. Acceptable within-run vitros amon precision results were obtained after the customer performed maintenance actions requested by the ortho field engineer including cleaning the micro slide incubator and replacing the micro slide incubator evaporation caps.

Event description:
A customer reported higher than expected vitros amon quality control result from a vitros control and non-vitros controls using vitros amon reagent on a vitros 350 chemistry system. Vitros amon lpv1 control result: 101.0 umol/l versus 44.6 umol/l. Biorad level 1 control: vitros amon result 188.2 umol/l versus 28.31 umol/l. Biorad level 2 control: vitros amon results 164.2, 116.6, 127.1, 109.0, and 108.1 umol/l. Versus 86.34 umol/l. Biorad level 3 control: vitros amon result 288.3 umol/l versus 233.83 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho has not been made aware of any erroneous vitros amon patient sample results obtained or reported from the laboratory during the time frame of this event. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. (B)(4).